Event description:
It was reported that the delivery system became stuck on the guide wire after a successful stent deployment in the sfa. The guide wire and delivery system were removed as one unit. There is no reported pt injury. Additional info received: the proximal end of the guide wire lumen was found to be torn off and the guide wire was found to be stuck inside.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. No additional complaint has been reported for this lot number. No relevant manufacturing process changes were implemented, that could have led to the event reported. The condition of the sample returned is consistent with the info provided. The guide wire got stuck in guide lumen and could not be removed. Furthermore the delivery system was found to be separated in two parts, which indicates that high forces were necessary to withdraw the delivery system with the guide wire. Potential factors, which may have led or contributed to the reported issue, have been considered. Based on the info available and the eval of the sample returned, a definite root cause could not be determined. In reviewing the labeling supplied with the product it was found that the instructions for use (IFU) sufficiently address the potential factor of insufficient flushing. Furthermore the potential risk is found to be addressed. The IFU states, "if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together."